Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -14.0/2.5/088 (sphere/cylinder/axis) was implanted in the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was explanted due to elevated iop. Reportedly, "remove and no longer implant." The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
(B)(4). Claim# (B)(4).